Event description:
Customer reported that "double pig tail leaked" in the (B)(6). No pt harm reported and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.